Manufacturer narrative:
Apoc incident #: (B)(4). Apoc labeling will be evaluated during the investigation as pertaining to the event.

Event description:
On (B)(6) 2024, abbott point of care was contacted by a customer regarding I-stat cg8+ cartridges that yielded a suspected discrepant ph result on a patient. There was no additional patient information at the time of this report. Return product is not available for investigation. (B)(6). The reporting decision was based on limited information available that suggests the product was not performing within the variability of the assay. Currently there is no reason to suspect a malfunction exists. The investigation is underway.

Manufacturer narrative:
Apoc incident: # (B)(4). The investigation was completed on 02-dec-2024. A review of the device history record (DHR) confirmed the cartridge lot met finished goods (fg) release criteria. Retained cartridge testing met all the acceptance criteria found in q04.01.003 rev an, appendix 1 - product complaint level 2 and level 3 investigation procedure. No deficiency is identified for cg8+ lot w24171.